Event description:
Additional information received from the patient reported the patient got a shock once but it never happened again. A manufacturer representative told her that couldn't have happened. She had no idea what caused the shocking, but she never fell. One of her doctors suggested that the device be replaced because it wasn't functioning properly. The doctor did a lateral x-ray. She also noted having a transvaginal ultrasound. The leads had either migrated or weren't put in correctly.

Event description:
It was reported that the programmer training was ineffective because the patient was still under the effects of anesthesia. The patient¿s second implantable neurostimulator (ins) was placed on the right side (same side as the trial)and it did not work as well as the trial. The patient experienced urethral pain and was getting up 18 times a night. It was also stated that the current ins was not 100% effect (compared to the trial), but it was as close as it could get. The patient also still had a ¿knot.¿ however, the patient was ¿definitely getting 50% relief.¿ it was reported that patient states there were a few weeks where they was getting up 18 times a night (the patient stated almost every 20 minutes almost) and was experiencing delirium most of the time. It was also reported that the dreamt she was a cadaver and they were harvesting her organs that was how demented the patient states she was. Additional information received reported that the patient had been going every 2 hours day/night and was not sleeping. It was stated that when stimulation was increased past 1.4v it was painful and when stimulation hit 1.5v her foot clenched. The patient liked the program and wanted to increase without changing programs. The patient thought that program 3 was most effective to control her overactive bladder, but the patient had to up higher with stimulation to the point where it would hurt. It was later reported that the patient was implanted for overactive bladder, urethra pain, and pelvic floor pain, and if the patient was standing for a long time she would have pelvic floor pain and feel like her pelvic floor was going to fall out. It was noted that prior to implant the patient had a bladder sling which was broken in four spots and was imbedding into the side attached to her urethra, which was part of the reason she had the implant. The reporter stated that the urethra pain was increasing and was so bad that the patient had to start taking vicodin. It was reported that when the patient had the sling she would have to lie on the sofa and take percocet. It was noted that the patient had a program that was working great and was helping with the pain. It was reported that prior to the implant the patient was getting up 14 times a night and now she was getting up 2-3 times a night and no more than 4 times a night. The reporter stated that the problem was that the patient couldn¿t increase stimulation any higher than 1.7v. It was noted that with the device on the current program there was an 85 percent reduction in symptoms. It was reported that the patient wanted to be able to increase higher than 1.7v because she wanted to get 100 percent reduction in symptoms and the patient said that if she was able to increase stimulation higher than 1.7v she wouldn¿t be getting up at all at night. The reporter stated that if the patient increased the intensity higher than 1.7v it was ok for half of the day but she had to turn it down because it started feel like something was ¿cutting into her vagina.¿ it was noted that the patient was told that it felt that way because there was an electrode there. It was reported that after implant the patient was on 1.2 or 1.3v and had worked it up a little bit. The reporter stated that reprogramming on 2014-01-13 didn¿t help. It was later reported that the patient was having problems with the device and couldn¿t go any higher than 1.7v. It representative just didn¿t know how to reprogram it. It was noted that the patient thought that she needed it to be at 2.0 or 2.2v and she thought she would be ¿at 100 percent¿ but she couldn¿t get it above 1.7v. It was reported that the patient didn¿t want to reprogram it if it meant that she would run the risk of ruining the benefits she was getting now. It was noted that a manufacturer representative told her that there was a ¿lock¿ on how high it could go up and the patient didn¿t know if there was a problem with the device itself or if the manufacturer additional information received reported that the patient was upset that they explained how to use the patient programmer when they were under the effects of anesthesia. It was reported that they had to tell the patient¿s daughter how to use it and their daughter had left details out. The manufacturer representative gave the patient a manual on how to use it but said it wouldn¿t explain much and gave the patient a cheat sheet and said that would be easier. It was reported that the patient read through the 50 page manual on how to use the programmer and it was terrible. It was noted that the patient had a master¿s in public relations and the manual could have been written in 10 pages or less. The patient was also upset because they were on vitamins d <(>&<)> e and omega 3 and said they were supposed to be off them for 14 days before surgery because they were a blood thinner. It was reported that the patient was upset because they didn¿t get the paper in a packet after they were implanted that told them what medicines to stop taking. The device was helping the patient, just not as much as they had hoped. It was noted that the patient was going back to their health care provider (hcp) to see if they could get a better percentage of relief. It was reported that the patient had gone back to work after 4.5 years and it had improved their quality of life. It was reported that the patient talked with the manufacturer representative about adjusting the settings but they said they could do that but then they could lose the effects the patient currently had and the patient didn¿t know if they wanted to risk that. Additional information received reported that the patient wasn¿t getting as good of therapeutic effect as she did during her trial. It was noted that during the trial she got 100 percent relief and her current therapeutic effect as 85-90 percent. The patient was on program 3 at 1.7v and had discomfort if she went higher than 1.7v. Additional information received reported the patient feels like she was back at square one. The patient said stimulation/therapy had been working great for 4 months. The patient reports a loss of therapeutic effect for the past 3 weeks therapy was working less and less. The patient reports pain in hip that makes it hard to walk well, the patient said the other day she had to take heels off and put on flats (started 3 weeks ago). The patient was delirious because she went to the bathroom 12 times last night. The patient said last night was the worst. The patient said prior to 3 weeks ago she would go to the bathroom every day since event date she cannot start. She must manually use a rubber finger to start urinating. The patient reports no fall/trauma. The patient had to fly for an operation regarding a bladder sling in march 2012 and has to fly back for a checkup. The patient does not know how she will be able to fly for 4 hours with her current symptoms and stated she may have to stay in the bathroom the whole flight. The patient said she called hcp(healthcare provider) office today hoping to get x-rays. The patient does not think there was time to fix therapy before flight. The patient states dissatisfaction with their field representative's service. The patient asked if leads could have scarred down of could move. The symptoms starting "3 weeks ago" loss of therapeutic effect, loss of stimulation sensation (the patient never felt pulsing but used to feel pulling on first and 2nd toes) the patient amplitude being 1.7 volts at 85% effectiveness and her change to 2.4 volts and stimulator not providing effectiveness. The other 3 programs causing rectal pain. Hcp saying current symptoms are because the patient has interstitial cystitis. The patient has had 3 cystoscopy and her bladder looked fine. The patient said the cystoscopy were negative with ic(interstitial cystitis) it would be cracked etc. The patient said she does not have ic. Additional information received reported the healthcare provider (hcp) took a urine sample and there was blood in the urine. The urine was being cultured and the results were unknown at the time. The patient was having pain on the side of their vagina where the implant was located. It was further noted the patient ¿might¿ be having bladder spasms. It was added that the interstim ¿stopped working¿ 3-4 weeks prior. The loss of relief was ¿gradual.¿ it was stated the hcp changed pulse width and now the patient could not turn stimulation on or off, or do anything with the programmer. With assistance the patient was able change programs, adjust stimulation and turn stimulation on and off. The patient changed to program 3 at 1.9v and they felt stimulation. It was noted the patient took percocet the night prior and got up 3 times to urinate. On the third time, they emptied their bladder completely. I was stated the patient never had incontinence before having interstim. It was indicated that ¿perhaps¿ the patient took too much percocet. It was stated the patient¿s first implant gave them 100% relief, where as this one only gave them 85% relief, prior to the gradual loss of relief a few weeks prior. It was noted an x-ray was taken and the lead was fine. This event was also reported under manufacturer report #3004209178-2014-05413 [it was reported that a patient was afraid that her device wasn¿t working and there was a loss of therapeutic effect. It was noted that the patient had a case of vaginitis from wearing an incontinence pad and heat had built up and the patient got a fungal infection and was in the middle of that. The reporter stated that as a result the patient turned stimulation down from 1.7 volts to 1.6 volts because she thought it might help with the pain for a couple of days. It was reported that the patient noticed that it wasn¿t really working as well, she went back up to 1.7 volts, and the next night she had an episode of incontinence. It was noted that the patient didn¿t usually have incontinence and she had an overactive bladder. It was reported that on 2014-03-08 the patient just barely made it to the bathroom and had a feeling that ¿things were not right.¿ that night the patient was up 6-7 times and had a case of incontinence. It was reported that the patient was so exhausted and didn¿t wake up until 2 the next day, and the night prior to the report she had another case of ¿not total incontinence¿ where she was leaking her entire bladder, but it didn¿t give her enough time, she would get to the toilet and start to leak. The patient wanted to know what she should do and if it took time when she changed the setting to reset and get back to where she was or if she did something to disconnect it. It was noted that the patient was on program 3 and it was the only one that offered any help. It was reported that the vaginitis and fungal infection might be impacting therapy. At the time of the report the patient was on program 3 at 1.7 volts and stimulation was on. The night prior the patient had raised stimulation to 1.8 volts but it immediately gave her pain, so the patient thought it was still in the same position and ¿didn¿t pull it out or anything.¿ it was noted that the patient had contacted her doctor, left a message, and was waiting for a call back. It was reported that the device wasn¿t perfect but had helped greatly and her concern was why it was suddenly not working. The reporter stated that it had only been three months so it couldn¿t be the implantable neurostimulator (ins), and the patient didn¿t think she¿d pulled the lead. It was noted that the patient hadn¿t had any falls or trauma but did go to mardi gras and jumped up for beads and wanted to know if that was enough to dislocate a wire. It was later reported that the event was unrelated to the device and the patient did not require hospitalization. Additional information received reported that the patient experienced a loss of therapeutic effect and noticed a loss of symptom control 3 weeks ago. The patient noticed going to the bathroom more and getting up more at night. It was noted that the patient was now not sure if the device was working right and wanted to know if there was any way to test the device. The patient used their programmer and confirmed their therapy was on at 1.8v on program 3. It was reported that the patient usually kept stimulation at 1.7v and did not feel much pain and usually did not feel stimulation. The patient used to feel first and second toe pulling and it did not bother them and they understood it was related to the sacral nerve but they stopped experiencing that pulling sensation of their toes and their symptoms returned 3 weeks ago. It was noted that last night the patient put stimulation up as high as they could to see if the device was working and see where they felt pain. The patient increased it to 2.4v and then left it at 2.0v for the night and used the whole roll of toilet paper at night. It was reported that in the morning the patient started feeling pain, they guessed from moving around, and then decreased stimulation because it was too strong but last night stimulation was not painful. The device worked intermittently in the way it controlled the patient¿s symptoms and when they increased stimulation to help with their symptoms they felt a painful sensation. It was noted that if they turned down stimulation they had no symptom control and only program 3 worked the best for them. They tried other programs and they were all very painful and they felt rectal pain. It was reported that the patient saw their health care provider (hcp) 4 days ago and they put the patient on mediation. The patient had not noticed any difference other than it made them sleep constantly and their hcp did not relate the issue to their device. It was noted that the hcp automatically thought they had interstitial cystitis (ic) and the patient had been to so many hcps who told them they had ic. The patient went through the treatment of instillations for 3 months and some positories that had to be made. It was reported that none of that ever worked and the instillations were effective for 30 minutes and then they had to go to the bathroom. The patient had no trauma and no changes in the last 3 weeks and wanted to know if it was normal for a patient to find a setting that worked and then it would stop working. It was noted that the patient did not believe they had any other medical issues as they had 3 cystoscopies and their bladder looked fine and the issue they had been experiencing in the last 3 weeks was related to their device. They also wanted to know if there were any medications or medical conditions that could cause the device to stop working. It was reported that the patient was dissatisfied with their manufacturer representative because they had the anatomy wrong and the patient had to correct them and they did not have a lot of faith and respect for the manufacturer representative. The manufacturer representative never told the patient that they scheduled their surgery after the trial and the patient could have missed it. It was noted that after implant they tried to reprogram it once and it did not help and the second time the manufacturer representative was supposed to be at the hcp¿s office they never showed up. The patient might try a different program.] Any additional information received will be reported under this manufacturer report number.

Manufacturer narrative:
Product event summary #(B)(4), ins: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The device remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the device. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend adverse change in voiding function - bladder because the patient reported in crts 3039849 that they were up 18 times per night to go to the bathroom which was considered urinary frequency. After reprogramming it was down to 2-3 times per night. In crts 3041463 they also reported the current program was working for all symptoms except overactive bladder. In addition, the event applies to known event trend pain <(>&<)> discomfort because the patient that they had urethral pain and pelvic floor pain. They also reported in crts 3041463 when they increase over 1.4 v it was painful and then later in crts 3073080 that there was discomfort if they go higher than 1.7. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the device is inconclusive because the patient reported the device was not as effective as they would like it to be, noting an 85% reduction in symptoms instead of a 100% reduction in symptoms that they got during the trial. It remains unclear if there is any device issue that is contributing to the patient's dissatisfaction with percent reduction in symptoms. Moreover, while reprogramming seemed to resolve some patient symptoms, others became worse, so the overall cause and resolution of the event remains unknown. Pli 40, programmer: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The programmer was not returned. Device return and analysis is not needed to assist in the evaluation and investigation of the event. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the programmer. The event was reviewed for previous investigations and none applied. Event reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There are no anomalies found with the programmer because the allegation concerned training on the device only and did not allege or indicate any issues with the device itself. -###-from pe-700565168-reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ipg remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ipg. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend adverse change in voiding function - bladder because the patient reported they were up 6-7 times in a night, going to the bathroom a lot, and they also have incontinence. The event is also included in the known event trend pain <(>&<)> discomfort because the patient reported pain so they turned the stimulation down from 1.7 to 1.6 volts. They also reported pain when they turned stimulation up. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the ipg is inconclusive because the patient reported their interstim device was suddenly not working. Additional information from the hcp indicated the event was unrelated, but it is unclear what is meant by this. The patient reported vaginitis and a fungal infection so this is perhaps what the hcp was referring to, but they did not comment on the patient's therapy related symptoms, so it is unclear what the cause these are. Concomitant medical products: product ID 3889-28, lot# va0dhdp, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reports the patient reports stimulation problem. The patient states having problems with the interstim. The patient states not feeling any stimulation. The patient states last night she was up 9 times going to the bathroom. The patient states getting her implant the day before (B)(6). The patient states during the trial she did the right hip first and got 100% relief because the patient had a bladder sling that had to be removed. The patient had pelvic pain. The patient states when she was standing still she has pelvic floor pain. The patient states when she was moving she was ok. The patient states she was good for the first 4 months (B)(6) of this year. Then all of a sudden it slowly started to decrease in effectiveness. The patient noted the pelvic pain was not new. The patient state that was my old symptoms and that was one of the reasons I had the interstim along with overactive bladder. The patient having to get up 9 times last night symptom started the end of april beginning of may. The patient saw the healthcare provider twice and he tried to reprogram it and the representative had tried to reprogram it several times for never effectively. The patient went back to california for a checkup in may, the patient states having a urodynamic. The patient states when she did the trial the representative called the patient twice and the patient told representative she was doing good and he said don't trial the left nerve we'll just do the right if it was so effective. In surgery the healthcare provider said motor neurons were stronger in the left hip and the center neurons were stronger in the right hip. So they implanted the left hip and the patient had a month of anal pain and it felt like someone was slicing the side of the vagina with the knife. The patient had to wait 30 days to get it changed. It was noted that "up last night 9 times" the patient states it varies. Last night was the worse. The patient states she does not ever feel the pulsing/stimulation.

Event description:
Additional information received reported, the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2013.

Event description:
Additional information received reported that the patient was concerned that manufacturer will be contacting healthcare provider about her complaints and concerns with him. The patient was having difficulties finding a new hcp (healthcare provider). The patient states healthcare provider was irritated because she went back to the hcp that removed her bladder sling which caused her overactive bladder. The patient states they screwed up her interstim. The patient states she only had 1 nerve tested with almost 100% relief. The patient states she had it implanted in her left nerve, the other nerve, and the patient states was in terrible pain and had to take pain pills for an entire month. The patient states she doesn't want to go to the healthcare provider (that did surgery) because he did surgery on her and she coded on may 2011. This was before the patient had her ins (stimulator) implanted. The patient requested a listing for a new healthcare provider.

Event description:
Additional information received reports the patient attempted several times to talk about prior stimulator history that manufacturer has captured in different calls regarding issue with first stimulator, shocking and sling and stimulator not working previously reported. The patient was having difficulty with an implant and possibly contacting FDA. The patient states she can't get a representative to be able to reprogram, her stimulator device. The patient stated she might as well have stayed on the oral medications. It was reviewed she saw that patient services manufacturer representative had spoken with patient at beginning of (B)(6) about 3 weeks ago and inquired if patient followed up with her healthcare provider and the patient states yes actually her hcp (healthcare provider) got infuriated because (patient stated she hasn't slept in 2 weeks because she has been going to the bathroom all night). Patient states she had a block sling that had to be dug out of her and had 80 stitches. The patient states the protocol was to go back in a year and get a trans labial ultrasound but they have no machine like this in the area (part of country) as well to get as to get a checkup and to make sure they have got as much of the sling as possible. The patient was redirected back to the reason for call. The patient stated healthcare provider before he would do anything lead wise or surgical they would get an x-ray. The patient states she got an xray. The patient states she saw healthcare provider at least 3-4 weeks ago. The patient wasn't getting relief of her symptoms, was getting incontinence and never had that before, that patient did meet with a physician and representative and at this point still doesn't have resolution of those symptoms. That hcp has attempted to reach the manufacturer representative for last 4 days with no success. The patient states she was wondering if there an issue with her generator where sometimes it's working sometimes it's not. The patient states she never had incontinence before and all of a sudden has started having incontinence. The patient states she was getting up all night and tuesday was the worst didn't have anything working at all. The patient states either the generator wasn't working or the patient needs to be reprogrammed. The patient was asked if the patient was reprogrammed 3-4 weeks ago when representative came and the patient states no the representative told the patient she was at the best place she can be. The patient states she didn't have any problems before, it was almost like the patient didn't have any surgeries or anything and lasted for about 4- 4.5 months and then all of a sudden started slowly getting all her issues back. The patient states the representative just basically sat at the appointment and talked with patient and that patient can get accustomed to the stimulator device. The patient states her hcp wasn't in the room and asked the patient if things went well and the patient stated she guessed and states nothing has really changed she still has all the issues and since has gotten progressively worse. The patient states the hcp can't get back in touch with representative to reprogram the patient and have been trying to get in touch with her. The patient states when the machine works, it works extremely well, but when it&#38112;not programmed properly or the generator was failing, the patient states she knows that sounds weird, but she has already had one generator shock patient every time. The patient states manufacturer representative kept telling patient she couldn&#38176;have a bad generator. The patient states she was perfectly fine and then all of a sudden it&#38112;like a flashlight when the battery was going dead, it slowly got weaker and weaker and never felt anything but her first big toe pull together.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reports the patient reports a shocking or jolting sensation. The caller reports a loss of therapeutic effect. It was noted that the patient met with the representative on (B)(6) 2014 and notified her of the issue. The patient was having shocking from the device. The patient states that five nights before reported event date, the patient was feeling shocking while lying in bed watching a movie. The shocking was so strong that it was making her jump; this came on suddenly. The patient said this has not happened again since five days before reported event date. The patient said the device worked great for 4 months after implant and gradually the symptoms have not been controlled as well. The patient said she was waking up 9 times a night. The patient said the device was helping with urethral pain and vaginal pain but the stimulator has slowly decreased how much it helps. The patient said her urethral pain and pelvic floor pain were completely back. The patient was back to taking oral percocet. The patient has not slept much the past 4 nights. The patient was having urethral pain last night. She said she overdid it with activity during the day. The patient used a lidocaine suppository and a full percocet. The patient said activity makes her symptoms worse. The patient said she gets up sometimes 9 times a night. The patient mentioned that she was a slow metabolizer. The patient said if she increases the amplitude too high she feels vagina pain. The patient had an x-ray and she was told that the leads look okay. The patient met with the representative on (B)(6) 2014 and was told to turn the stimulator off for 3 days to verify if it was working. The patient turned the generator off but she could not stand having it off because her symptoms were so bad. She turned it back on after 1.5 days of having it off. The patient said she could not go three days with the device off. She said the stimulator was working to an extent. The patient said the representative suggested that the patient talked to someone about the horrible things that have happened to her. The patient complained about the representative service. The patient said that she would have shot herself with a bullet last night if she had one because things were so bad. The patient said she was in so much pain. The patient was informed of another hotline that we have for her to speak with if she was feeling this way. It was noted that the patient has an appointment on (B)(6) 2014 to see the representative to reprogram the device. Discussed checking the device and impedances. It was confirmed that the patient spoke with her physician the day of reported event date.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0dhdp, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient's device stopped working four months after implant. The device worked great for four months and the patient had some problems, but they weren't bad. Then all of a sudden it wasn't working like it should. The patient had gotten it programmed four to five times and the problem was that she never could get it programmed correctly. The patient experienced shocking one time from the device in (B)(6) 2014. She was standing by the counter when this occurred and the shocking was not continual. Stuck knife in shocking&#55319;as noted; it was unclear what this referred to. There was 50 percent or greater symptom reduction and the device got rid of overactive bladder, but the patient had neuropathy. The patient was discharged because she was told she had neuropathy and there was nothing else that could be done. In (B)(6) 2015, a patient had x-rays done and it was noticed that the leads were off. The leads were apparently put in incorrectly and the patient's doctor told her to come back to do surgery. The cause of the event was determined, was device related, and the lead was placed outside the sacral foramen. The old lead was explanted during a surgical revision and new bilateral leads were placed. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device wasn't put in the right place so the device would be replaced in (B)(6) 2015. The patient had had the device for a year and a half. The lead was 2 cm away from the nerve. The week of (B)(6) 2015, incontinence started every time the patient slept. She didn't have this before, she switched programs, the implantable neurostimulator (ins) area ached horribly, and she had to take a warm bath. The patient never had therapeutic effect and had a decrease in therapeutic benefit during nighttime.

Event description:
Additional information received reported that four months after implant the patient had a sudden loss of therapeutic effect and suddenly her bladder frequency would sometimes go up. Since that time, the patient had the implantable neurostimulator (ins) reprogrammed six times. No one had been able to get rid of the pain. The patient was told that the ins was working correctly, and the ins and leads were okay and in the right place. The patient was getting up at night, and the prior night she was up more than twice. If the patient didn't have the ins, she would be getting up way more than that. The patient had previously been getting up fifteen times a night, it had been down to two times a night, but now she was back up to five times a night. The patient reported that she was becoming "acclimated" to the device. The patient had just taken half a vicodin, but it wasn't helping her pain.

Event description:
It was later reported that patient stated dissatisfaction with her hcp (healthcare provider) and representative. The patient noted she has to fly back to (B)(6) just to have her interstim reset/reprogrammed. The patient stated the doctor that implanted the patient put it in the wrong hip and the patient had excruciating pain, so they moved ins to other hip. See manufacturer's report # 3004209178-2014-00630. The patient stated she can't live without interstim, but it is not a cure. The patient had trial in right hip and it was 100% relief, then she woke up from permanent implant surgery and ins was in left hip. The patient noted: it has been a "freaking nightmare from day one".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's new implantable neurostimulator (ins) worked great for four months and after that she had pain and had to have it reprogrammed every two to three months. It was difficult for her to be in pain. The patient always had issues with constipation but they weren't severe. When the device was initially done, she was going to the bathroom regularly. Now she was taking two laxatives, probiotics, and could not go to the bathroom. Her doctor tried to do the programming once and made a mess of it because he wasn't familiar with it. The patient had a shocking or jolting sensation that occurred around (B)(6) 2014 and it "felt like she had stuck a knife in a toaster. The patient had a burn mark. She set the device back to program 3 and the area where the ins was placed started to hurt. The patient thought the ins wasn't working properly. Programs 1, 2, and 4 didn't work for her and gave her anal pain. Program 3 used to work until a manufacturer representative changed the program. A manufacturer representative changed program 4 to an advanced program and then the patient started having incontinence. She's never had incontinence before.